Event description:
It was reported that the pt was presented to the hosp in critical condition with new rapid onset of shortness of breath. During the placement of a swan ganz catheter, the pt went into cardiac arrest. Reportedly, prior to the arrest, set-up, cables, transducer, and modules were attempted to be zeroed on the wall monitor. There was no wave form. It was reported that 4 modules and 4 cables were replaced at the same time a portable philips monitor was retrieved from the ed to be used, as well as a new pa set up with transducer was obtained. It was further reported that after set-up was in place a wave form was noted, but it would come and go. While the pa catheter was being threaded, (the pt had already been in the supine position for 45 minutes while attempting to get the equipment functioning), the pt went into flash pulmonary edema and cardiagentic shock and was coded successfully for 10 minutes. After the code was completed, the transducer was changed again, replaced onto the wall monitor of which bio-med had come to check the cables, modules and monitor, and found that they were functioning. Once the transducer was changed, they were able to get a wave form on the pa catheter, numbers were available as well as getting a wedge.

Manufacturer narrative:
The device was not returned for eval.